Event description:
It was reported that the patient with the pacemaker device reported syncopal episode. This syncope was noted during patient's hip revision surgery. Upon review, this right ventricular (rv) lead exhibited high out of range pacing impedance measurements, measuring greater than 3000 ohms. A lead safety switch (lss) was triggered due to out-of-range impedances. Technical services (ts) reviewed the presenting electrogram (egm) and stated that there was noise resulting in pacing inhibition. This rv lead currently remains in service. No adverse patient effects were reported.